Event description:
No additional customer information

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the reported event could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflator had a co2 tube/hose that was is leaking and needed to be re-crimped. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.